Event description:
It was reported that a clearlink paclitaxel set leaked from its filter. This occurred during infusion of a chemotherapeutic drug using a sigma pump set at a rate of 125 ml/hour and resulted in solution spilling onto the floor. The solution did not contact the patient. The reporter stated that they did not notice any damage to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number: the reporter was not sure of the lot but provided lot numbers r13l19084 and r14a13062. The actual device was discarded; however, an unused device of lot r13l19084 was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.